Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement. It was confirmed by device interrogation, and it was noted non normal readings on egm. The lead was successfully repositioned. No additional adverse patient effects were reported.